Event description:
It was reported that the customer experienced trouble with the infusion sets. The customer stated that five to six of her infusion sets were bent. The customer stated that she received no delivery alarms due to the infusion sets. The customer's blood glucose was 172 mg/dl at the time of the call. The customer was unable to troubleshoot at the time of the call due to past event. The customer's blood glucose was over 400 mg/dl at the time of the event. Advised to call back when the alarm occurred in order to troubleshoot. Advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.